Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the freestyle libre applicator needle got stuck in the freestyle libre sensor when attempting to apply. Customer experienced bleeding and pain and required her brother, who is a paramedic, to remove the needle. Customer self-treated with paracetamol (acetaminophen) provided by her brother and no further treatment was required. There was no report of death or permanent injury associated with this event.